Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the battery longevity of their implantable pulse generator (ipg) was estimated to "only three years". The ipg was reprogrammed from 80 bpm to 70 bpm and remains in use. No patient complications have been reported as a result of this event.